Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2016. The skin reaction was described as a rash with a burning sensation, located under the sensor pod. Patient reported that his healthcare provider was aware of his skin reactions. Date of consultation with healthcare provider was not provided. The affected area was treated with skin-tac, over-the-counter burt's bees and medtronic cleaning wipes. Additionally, patient reported that he has experienced reactions since the initial use of the dexcom device. It was stated that the skin reactions follow a pattern of becoming itchy on day 3, burning on day 5 and then on day 7, after patient removes the sensor, the skin appears swollen in the shape of the adhesive. It will also appear as though the top layer of skin is pulled off. Patient further reported that he inserts the sensors into his arm due to weight loss and loose skin. No additional event or patient information is available. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).